Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 51 mm abdominal aortic aneurysm. Thereafter there was no problem with follow up CT (plain CT) and aneurysm diameter decrease was observed. It was reported that approximately 46 months post index procedure, patient presented emergently to the hospital. CT angiography was performed and an enlargement of the aortic neck and lost of the proximal landing was observed. It was reported that abdominal ultrasound was performed and perforation of the graft body stent was suspected. It was stated that a non-medtronic device was implanted to treat the event. The perforation was sealed and the proximal landing was also extended by approximately 1-2 mm, however the intervention was unsuccessfully. Alternatively, laparotomy was performed during the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.